Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using pod8s. During the procedure, the physician felt resistance and was unable to advance a pod8 through the middle of a lantern delivery microcatheter (lantern), and therefore the pod8 was removed. The procedure was then completed using a new pod8, additional coils, and the same lantern. There was no report of an adverse effect to the patient.